Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
Investigation of the device is currently in progress at the service site. If new and/or significant info is identified from the investigation, a supplemental report will be provided.